Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 7/14/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: battery compartment cracked in two places: near top and below bumper pad. Unrelated to the complaint, the display is dim pink; battery cap is damaged - threads stripped, used test cap for all steps, test battery cap does tighten fully. Peeling keypad from base. All keys are responsive.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.